Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed that the cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, and chronic low back pain. It was reported that they were having problems recharging their ins; pt stated that the device would just stop recharging. Pt confirmed that there were no error messages appearing when trying to recharge their ins. Pt confirmed that the recharger telemetry module (rtm) would get hot while trying to recharge their ins. An email was sent to the repair department to replace the rtm. Additional information was received. It was reported that they just had the recharger (rtm) replaced a couple months ago, however they were still having trouble recharging the ins. Pt stated that the device would say interrupted and stop charging, so they would unplug the rtm and plug the rtm back in, however the controller would say that the rtm was unplugged when the rtm was not unplugged. Pt was currently recharging the ins; pt stated that they had been charging the ins for over two hours. Pt stated that the controller battery was at 40% and that the ins battery was at 90% with recharging excellent indicated. Pt stated that it would say recharging excellent for a second and then the device would stop charging and they would have to start over again. Pt stopped recharging the ins and checked the rtm and controller port connector pins; pt stated that they looked fine. Pt confirmed that there was not an issue with charging the controller from the power supply. The pt started recharging the ins again; pt confirmed that the ins was recharging as intended. The pt was provided some guidance from the rtm root cause analysis checklist to the pt. Pt stated that sometimes the controller would give them problems. The pt was asked if error messages were appearing; pt said no and that the device would just stop charging. Pt stated that they would also reset the controller. Pt then stated that the ins was fully charged. Pt stated that normally the ins would be fully charged within an hour and today it took over two hours. Pt will charge the controller and call back if needed the next time they recharge the ins. Additional information was received. It was reported that a couple weeks ago when attempting to recharge the implant battery it would stop, it would no longer show a recharging quality for it would only show recharging and the ins would not charge when it showed recharging. Last week when pt was attempting to recharge the implant battery they got a bunch of words that came up and it said to call manufacturer but pt did not recall the message. When recharging sometimes it will say the rtm was unplugged when it was not. During call pt did not notice any damage to the rtm and when pt inspected the controller charging port they noticed the pins were all different colors. The issue was not resolved. An email was sent to the repair department to replace the controller.